Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services and reported she was in the hospital and had not been able to complete treatment since (B)(6) 2016. The patient¿s caregiver reported the patient ¿was not doing well and could hardly breathe and talk¿. It was noted the patient was in the hospital undergoing hemodialysis. Follow-up was made with the patient's peritoneal dialysis registered nurse (pdrn), who stated the patient had been hospitalized on (B)(6) 2016 due to an altered mental status and volume overload. The nurse stated a central in-line hemodialysis catheter was placed when the patient was admitted, and the patient was able to complete hemodialysis treatments without issue. The patient was transferred to a rehabilitation facility and was expected to be discharged on (B)(6) 2016. Per pdrn upon discharge the patient was expected to continue completing hemodialysis treatments in-center. Medical records were requested. Per the pdrn, prior to this issue, the patient was completing peritoneal dialysis treatments and receiving adequate peritoneal dialysis treatments.

Manufacturer narrative:
Corrected a4 patient weight: (B)(6). Medical records were reviewed by post market surveillance staff. There was no documentation in the medical record supporting a possible association between the liberty cycler and the events of dizziness, hyperuremia, dysautonomia, altered mental status, aphasia, toxic metabolic encephalopathy, volume overload, and hematochezia. However, there is a probable association of volume overload, esrd, and not performing renal replacement therapy.

Event description:
Medical records were provided by the patient's dialysis center. This (B)(6) female hispanic end stage renal disease (esrd) patient undergoes continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through delflex via intraperitoneal (ip) route. On (B)(6) 2016, the patient presented to a hospital¿s emergency department with dizziness. The patient was diagnosed with hyperuremia, dysautonomia, altered mental status, aphasia, toxic metabolic encephalopathy, volume overload and was admitted to the hospital. The patient had not successfully completed pd therapy for the two days prior to the admission. On an unknown date after being admitted, a hemodialysis central venous catheter was placed and the patient¿s treatment modality was changed from peritoneal dialysis to hemodialysis. On an unknown date during the admission, the patient was diagnosed with hematochezia. On (B)(6) 2016, the patient was administered two units of packed red blood cells during hd treatment. Review of medical records revealed that the event of dizziness was probably secondary to benign positional vertigo. The event of volume overload was secondary to end-stage renal disease. The altered mental status and aphasia resolved and was due to the toxic metabolic encephalopathy. On (B)(6) 2016, the patient was discharged in stable condition from the hospital to a skilled nursing facility and continued intermittent hemodialysis therapy. On (B)(6) 2016, the patient was discharged from the skilled nursing facility.